Event description:
T wave oversensing (twos) post v pace. The rv sensitivity is programmed to 0.45mv (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).